Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an increase in battery site pain as the battery would tilt forward every time  the patient sat down. There were no contributing factors reported. The patient was seen by a provider to determine if repositioning would help. All impedances and connections are fine, as well as therapy relief. A pocket revision was performed on (B)(6) 2022 and the battery was moved higher up, more in the flank. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.